Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was diagnosed with peritonitis while hospitalized for another indication. On an unreported date, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics intraperitoneally (ip) for peritonitis. The patient recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The date of the peritonitis was not reported: however, it was reported to have occurred in (B)(6) 2014. The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).